Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter stated that the pump emitted multiple communication call service alarms. The alarms were able to be cleared, but continue to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: there were multiple call service alarms observed in the alarm history. A rewind, load, and prime sequence was successfully completed with no errors. The pump was exercised for 24 hours and no call service alarms were duplicated. There was no evidence of internal moisture or damage to the internal components when the pump cover was removed. Unrelated to the complaint, there was a crack in the battery compartment.